Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed with no abnormalities indented. The sample received passed the inspection as the minicap sponge had evidence of iodine presence. The reported problem of inadequate iodine was not verified based on the visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with inadequate iodine on the sponge. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.